Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or manufacturing defects were observed. A leak test was conducted successfully, no leaks were found. No problems were found regarding the reported leaking during wear complaint.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced insulin leakage resulting in hyperglycemia and medical attention on (B)(6) 2026. The patient's blood glucose values reached 260 mg/dl while wearing the pod on the infusion site arm between 4 and 24 hours. Additionally, the patient reported experiencing symptoms including elevated blood glucose, moderate ketones, migraine, vomiting, and vertigo, and was placed under physician supervision at home beginning (B)(6) , 2026. Additionally, the patient was prescribed zofran. As treatment a new pod was successfully activated. No further information was provided.